Manufacturer narrative:
Evaluation of the returned device showed that the timing plates in the plunger head were not set properly. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. This issue was caused by the customer's incorrect assembly of the device. Reference the parts replacement section of the device technical service manual for instructions on proper assembly of the device pump. No information has been provided to date. No information is provided to date. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# 617147.

Event description:
It was reported that the device is not detecting the syringe size smaller than 50. No patient injury was reported.